Manufacturer narrative:
The customer reported that the device started up automatically after the nurse turned it off--the reported issue occurred several times, and the device could not be powered down. The nurse put the device into standby state and reported it to the equipment department for repair. No damage was done. Per gfe (good faith effort) response, the authorized service provider (asp) engineer confirmed the reported issue and clarified that there was no patient involvement at the time the issue was discovered. It was stated that there was no harm, injury, or change in the patient's clinical condition as the device was not used for the patient at the time of failure. The asp engineer also mentioned that the device was returned to service after multiple reboots and successfully passing required performance verification tests per philips standard. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution name: (B)(6). Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that the device started up and ventilated automatically when it was not connected to power. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported patient or user harm. The customer reported that the device started up automatically after the nurse turned it off. The reported issue occurred several times, and the device could not be closed. The nurse put the device into standby state and reported it to the equipment department for repair. No damage was done. The investigation is ongoing.